Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after initially receiving the pump, the customer connected the pump to a power source however, the pump remained off. The customer's blood glucose was 145 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.